Manufacturer narrative:
(B)(4). Alleged failure: the black coating at the tip of the probe melted. The failure(s) identified in the investigation is consistent with the complaint record. Based on the probe evaluation the probable root cause/s could be excessive force was applied during used. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The unit used as a tool for mechanical displacement of tissue. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that probe the tip of the probe melted.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that probe the tip of the probe melted.